Event description:
It was reported that during a lower vena cava treatment procedure, the polymer coating of the guidewire detached. The physician attempted to pass the guidewire through a jugular access 10f introducer with a metallic interior and a 40-50 degrees angular end, but the wire became stuck in the distal part of the introducer. When applying traction to remove the wire, the covering of the floppy portion of the wire detached, remaining inside the body of the patient. The detached portion was retrieved from the patient without any complications or adverse events. The detached polymer coating remained inside of the introducer sheath, therefore, no other intervention was necessary. The patient was asymptomatic during this event. The procedure was successfully completed with another of the same type of wire. Patient status is reported as "stable".